Event description:
It was reported that the device was presenting primary audible alarm background test. No patient injury was reported.

Manufacturer narrative:
A product sample was received for evaluation. Visual and functional testing were performed. The tamper seal was intact and no physical damage was observed. Unable to duplicate the primary audible alarm post error during occlusion test. The root cause of the reported issue was not found due to being unable to duplicate the allegations. Actions were taken to mitigate the reported issue: replaced speaker and performed occlusion test and all function testing which passed. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. A corrective and preventative action has been opened to address the reported issue. This MDR was generated under protocol (B)(4).